Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2023-02356 and 3006705815-2023-02355. It was reported the patient¿s ipg was unable to communicate with external devices following an unrelated procedure. It is unknown if the ipg was sent into surgery mode prior to the surgery. As such, surgical intervention was undertaken and the ipg was explanted. And replaced to address the issue. It was reported during surgery it was noted that one of the patient's leads had migrated. Both leads appeared frayed. As such, the leads were explanted and replaced to address the issue. Investigation was unable to determine which lead migrated.

Event description:
03may2023: (B)(4): investigation completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.